Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular (rv) lead was programmed off. The rv lead was explanted and replaced. The patient was stable and in good condition.